Event description:
The lead was previously reported as j retention wire fracture. The lead has been explanted due to a report of suspected j retention wire fracture without protrusion through the outer polyurethane insulation.